Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician investigated this event. The stop of the console happened in cause of a sudden irregular flow. The device has been connected to this patient for near 15 days. No more problem observed on this patient before and after the event.

Event description:
"According to the customer: during use on a patient, the device stopped several times with a loss of flow. The emergency drive was used, but the user reported that the drive should have "stalled" (no more drive, obligation to remove and put again the centrifugal pump in the drive to restart it). This medwatch is created for the "pump stop". A further medwatch was created for the "stalled" emergency drive with (B)(4) - mfg report #8010762-2015-00294. (B)(4).